Manufacturer narrative:
Spacelabs has made repeated attempts to obtain information about the situation in order to support our investigation. To date, the customer has not responded to spacelab¿s attempts to collect further information. Spacelabs investigation was unable to acquire sufficient detail to identify whether the reported adverse event was related to a medical device. Therefore, the cause remains unknown. There have been no similar complaints reported by this customer. This report is complete and this particular issue is considered to be closed.

Event description:
Spacelabs was informed on (B)(6) 2019, that a patient was moved from an ariatele telemetry transmitter to a portable sl2400 monitor and subsequently coded and died. No further information has been released by the hospital.